Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The customer stated they had experienced a lot of high blood glucose in the range of 300 mg/dl to 400 mg/dl and as high as 600 mg/dl. The customer had low blood glucose around 49 mg/dl. The customer declined troubleshooting. The insulin pump will not be returned for analysis.